Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure one onyx frontier drug eluting stents were implanted in the proximal circumflex (cx) artery. Approximately 15 months post index procedure, stent thrombosis was confirmed by an angiogram in the onyx frontier stent (lot:0011947458). The patient experienced a sharp left sided chest pain in nature troponin. The patient was hospitalized. The event was treated with a dcb device in the left cx artery and was then discharged home. The patient recovered. The patient was taking dual antiplatelet therapy within 24 hours prior to the event. A second onyx frontier was also implanted in the index procedure and there was no allegations against this device. There was no issues with the other medtronic devices used during the index procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.